Event description:
It was reported a patient presented with a large clot. The atrial lead had high capture thresholds, p-wave amplitude variation, and an impedance problem and was explanted in a procedure on (B)(6) 2024. Post-procedure the patient was recovering.

Event description:
It was reported a patient presented with a large clot and potential micro-perforation. The atrial lead had high capture thresholds, p-wave amplitude variation, and an impedance problem and was explanted in a procedure on (B)(6) 2024. Post-procedure the patient was recovering.

Manufacturer narrative:
The reported events were high capture thresholds, p-wave amplitude variation, low lead impedance, and cardiac perforation. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended. The helix extension length was within specification. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. The reported events of high capture thresholds, p-wave amplitude variation and low lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.